Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged power cord. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, alarm log review and a power on self-test were performed. During the visual inspection it was identified that the power cord was damaged. The cause of the damage is unknown. The power cord was replaced. The pump passed all testing and was returned to the customer in good working order. Should additional relevant information become available, a supplemental report will be submitted.